Event description:
Spontaneous call from pt's sister: pt's one pump (B)(4) is having unk alert (she tried everything - changed cartridge, tubing, etc), then it continues to give her unk alert. "Pt switched to back up pump". Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.